Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter tilt, retrieval difficulties, pe post implant and thrombus as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2018).

Event description:
It was reported through the litigation process that vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At approximately two months post filter deployment, it was alleged that the filter had tilted and embedded in wall of the ivc, and the patient experienced pulmonary embolism post implant. It was further reported that the patient underwent an attempt to retrieve the filter but it was unsuccessful due to large amount of residual thrombus with the filter, extending above the apex. The device was removed on the second attempt. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and twenty-five days post filter deployment, computed tomography angio (cta) revealed there has been interval progression of bilateral pulmonary embolism, now seen at the lobar level bilaterally. Inferior vena cava filter was again seen to be tilted with a single strut extending superior to the level of the renal veins. Subsequently on the next day, the patient scheduled for the filter retrieval and cavogram revealed residual thrombus within the filter as well as extending above the filter apex. After eighteen days, again the patient scheduled for the filter retrieval and cavogram was performed which demonstrated near complete resolution of the previously identified thrombus within the filter. Small amount of mural irregularity was again noted along the left lateral aspect of the caval wall. Again, a strut of the filter was noted extending cranially. Utilizing a loop snare technique, the apex of the filter cone was snared, and the filter was removed in its entirety. Therefore, the investigation is confirmed for filter tilt, material deformation. However, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2018)

Event description:
It was reported through the litigation process that vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At approximately two months post filter deployment, it was alleged that the filter tilted. It was further reported that the patient underwent an attempt to retrieve the filter but it was unsuccessful due to large amount of residual thrombus with the filter, extending above the apex. The device was removed on the second attempt. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.